Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that this lead exhibited noise seen on v channel. In addition, lead fracture was observed and is considering abandoning the lead vs removing/extracting. The physician was dr. Eric rashba at university medical center in stonybrook, ny. No information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).